Event description:
After original surgery, the stem had loosened and the shoulder was sitting too high. Surgeon decided to revise implants.

Manufacturer narrative:
This complaint is still under investigation, depuy will notify the FDA of the results of this investigation once it has been completed.